Manufacturer narrative:
Investigation of the customer's reported issue and complaint was inconclusive. The device in question, used in the procedure, is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history for similar failure modes revealed there has been a total of 5 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised to inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed australia received a report from their customer about an incident involving the 60-7510-005, goldvac integrated smoke pencil pushbutton, serial/lot # (B)(4) (qt 2) that occurred on (B)(6) 2021 at (B)(6) hospital, (B)(6). They reported that during a abdominoplasty a goldvac pencil was self-actuating - they could see the diathermy machine illuminate and make the sound of activation. They got a second diathermy pencil to replace it and later in the procedure the second pencil self-actuated and this time as the pencil was on the patient thigh. It burnt through the drape leaving a burn on the patient's thigh. All packaging and devices were discarded. Additional information notes it was not a conmed console in use at the time but a medtronic. It is noted that the procedure was successfully completed with no delay. The instruments nurse who was present states it was a skin burn, 0.5cm x 0.5cm which the surgeon excised and closed with two stitches. To date, no other clarification has been provided. Please note, to capture both the auto activation of one of the devices and autoactivation leading to a patient burn with the second device, 2 separate MDR reports will be filed with the us FDA. The first device mentioned in the incident will be reported as a malfunction for the autoactivation on FDA 3007305485-2021-00235. This report captures the issue of the auto-activation leading to the burn and is being filed as an injury.